Event description:
Bd smart site needle free valve defective. Valve would not allow blood return. Valve removed and new valve placed with good blood return. Bd smartsite needle-free valve lot number (10)19125945.